Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent, an infrarenal aortic extension, a suprarenal aortic extension, and a limb stent graft. A follow computed tomography (CT) showed a type 3b endoleak from the stent graft diameter measuring at 55 mm in diameter. The completion of a secondary procedure or scheduling of a secondary procedure has not been reported. The patient is reported to be in stable condition.

Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to find evidence to support the following reported events; endoleak iiib with dilation graft, stent fracture, and secondary procedure. Additionally there was evidence to reasonably support the following observations; endoleak type ia, blood loss, non-endologix stent in the right common internal iliac, hematoma, and claudication. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; juxtarenal aneurysm, chimney stents to superior mesenteric artery, celiac, bilateral renal arteries, oversized proximal extensions, and possible aggressive ballooning at implant. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply); and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information received since the initial reporting of this complaint. The patient underwent a successful secondary procedure to repair the endoleak type iiib.